Event description:
The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the image blacks out with noise during angulation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. The b5 fields was updated to include the reportable malfunction found during device evaluation. The g2, h4 and h6 fields were corrected based on information available at the time of the initial submission. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the b30 communication error could not be reproduced. It is likely that the "image blackout and noise when angled" event was caused by physical stress applied to the insertion section while the user was handling the device resulting in damage to the image sensor unit. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: important information please read before use precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation, no error codes were observed. However, the image was blacked out and contained noise during angulation or when the bending section is manipulated. Upon further inspection, it was observed that there was a buckle in the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope displayed scope communication error (b30) message. There were no reports of patient harm associated with this event. Despite our attempts, no further information was provided regarding this event by the customer.